Event description:
This patient reported that they were no longer able to hear with their cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explanation/reimplantation surgery has yet to be scheduled.